Event description:
It was reported that customer motor error alarm during a bolus on the insulin pump. The customer's blood glucose level was 178 mg/dl. The customer does not use the sensor feature on the insulin pump. The customer states they are able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. The customer was advise to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer declined troubleshooting for no delivery alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.